Manufacturer narrative:
The insulin pump had a blank display due to a corroded liquid crystal display board. Unable to test for any alarms or memory loss due to the blank display anomaly.

Event description:
It was stated that all the settings were lost after changing the battery. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.